Event description:
The device was used during an abbi procedure. Reportedly, the device did not cut. The surgeon manually removed the specimen to complete the procedure. The hosp has reported no pt injury occurred.